Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the refrigerator had failed and had experienced a power loss. The field service engineer (fse) observed that the refrigerator displayed a not enough power error on the screen, and the station showed a failed drawer that could not be recovered. The fse discussed power troubleshooting steps with the customer, including the refrigerator station reboot sequence and recovery process. The customer performed the troubleshooting, resolved the issue, and later confirmed the station was functioning normally. The refrigerator returned to the proper temperature range, displayed no error messages, and was fully operational. The customer verified that the issue was resolved, and both the refrigerator and the station were operational with no errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator low voltage alert when they tried to recover failed refrigerator. Customer mentioned error message state "not enough power to recover the drawer" and the temperature was increased to 66 degree and now it changed to usual temperature. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.